Manufacturer narrative:
Bed moved while plugged in causing cord to pull power inlet module and breaking it lose from bed frame.

Event description:
It was reported by service report that there was no power to the bed. No adverse consequences have been reported.